Event description:
A customer in the united states notified biomérieux of false positive cefoxitin screen results when testing two different patient wound isolates with the vitek® 2 ast-gp67 test kit (ref 22226, lot 1321068203). Repeat testing with the vitek® 2 ast-gp67 test kit also produced positive results for cefoxitin screen. In all tests, the advanced expert system¿ (aes) modified the results for oxacillin from susceptible to resistant based on the positive results obtained for the cefoxitin screen. The customer performed latex agglutination testing (pbp2a) and obtained negative results for both isolates. Patient 1 initial: cefoxitin screen = pos. Oxacillin = 0.5 (aes modified to resistant). Patient 1 retest 1: cefoxitin screen = pos. Oxacillin = 0.5 (aes modified to resistant). Patient 1 retest 2: cefoxitin screen = pos. Oxacillin = 0.5 (aes modified to resistant). Patient 1 pbp2a = negative. Aes performed as intended by modifying the oxacillin results to "resistant" based on the positive cefoxitin screen results. There is no indication or report from the laboratory that the initial discrepant identification led to any adverse event related to either patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An investigation was initiated in response to a customer complaint of false positive cefoxitin screen results when testing two different patient wound isolates with the vitek® 2 ast-gp67 test kit (ref 22226, lot 1321068203). Repeat testing with the vitek® 2 ast-gp67 test kit also produced positive results for cefoxitin screen. In all tests, the advanced expert system¿ (aes) modified the results for oxacillin from susceptible to resistant based on the positive results obtained for the cefoxitin screen. The customer performed latex agglutination testing (pbp2a) and obtained negative results for both isolates. The customer did not submit any strains for investigational testing after multiple requests. Submission of the isolates is required in order to confirm a vitek® 2 discrepancy compared to the reference method. Since no strains were submitted, no further investigation could be completed. Ast-gp67 lot # 1321068203 met final qc release criteria. This lot passed qc performance testing. Global customer service (gcs) performed a search for all complaints against ast-gp67 card lot 1321068203. A review of the four returned complaints did not indicate a trend for this card lot.